Manufacturer narrative:
Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with partially broken off reservoir tube lip, missing reservoir tube o-ring, scratched casing, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture, cracked case on battery tube area, cracked battery tube threads, missing serial number label, peeling end cap address label and severely scratches on lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir retainer ring was cracked on insulin pump. Customer's blood glucose was 14 mmol/l. The insulin pump will be returned for analysis.